Event description:
The pt experienced a return of pain symptoms following a refill session. The actual residual volume was greater than the expected residual volume (exact values not provided). The pt was going to request a dye study. Further info is being requested from the hcp.

Manufacturer narrative:
Pt code: 2388 - labeled yes. Device code: 2182 - labeled no.